Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4).

Event description:
This complaint is from a literature source. It was reported that three patients underwent radiofrequency ablation for atrial fibrillation and suffered femoral pseudoaneurysm. Title: ¿impact of left atrial volume, sphericity and fibrosis on the outcome of catheter ablation for atrial fibrillation.¿ the purpose of this study was to investigate the relation between la volume, la sphericity and la fibrosis in patients with af, and to examine their relative prognostic impact on the outcome of catheter ablation for af. A 83 patients were enrolled in this study. Navistar ablation catheters were used in this study, however catalog and lot number were unknown.